Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was scheduled for device removal on (B)(6)2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient is in need of a MRI on (B)(6) 2018. It was reported that the patient felt that they didn¿t have adequate pain relief, so they stopped using their ins. It was reported that the patient had many health and social issues and had to sell their home and, in the process, they lost their ins recharger (insr) and patient programmer (pp). Attempts were made by the manufacturer representative to recover the battery before the MRI. A power on reset (por) code appeared and changed to a 608 code. The insr was reset and the trickle charge was continued. After four unsuccessful trickle charge attempts, the patient decided that they would like to have the ins explanted. The explant was not yet scheduled at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was overdischarged. Manufacturer representative (rep) was inquiring if an MRI is possible if the ins can't be brought out of overdischarge state. It was reviewed that it was ultimately, it's up to them to decide if they are willing to scan patient. After attempting to reset the recharger with the 608 error code and not being successful, the healthcare professional had decided to explant the device at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins was confirmed to be overdischarged due to patient non-compliance. No further complications are anticipated.